Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high threshold measurements and impedance measurements greater than 2000 ohms. As a result, the lead was explanted and replaced. It was indicated there was no visible lead damage. The lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.